Manufacturer narrative:
The labeling warns about the risk of infecton during post-procedure healing and provides recommendations for proper follow-up care to reduce this risk.

Event description:
Pt developed an infection on the face after a portrait procedure. The pt prematurely removed peeling skin. Levaquin was prescribed and the infection has resolved.